Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced loss of connection on the g5 application and was admitted to the hospital. It is unknown if the patient was admitted to the hospital for a diabetes related event. The patient did not wish to provide further event details. No additional patient information is available. No data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.